Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of eliquis. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up procedure. The tee imaging showed that the closure device was positioned well and there were no issues. The patient was switched to a medical regiment of 75mg plavix and 162mg aspirin. Seven (7) months post procedure the patient was admitted to the hospital to be treated for urosepsis and aspiration pneumonia. While at the hospital the patient developed an acute cerebral vascular accident. No treatment or intervention was performed. One (1) month later the patient was discharged from the hospital on 5mg eliquis. Nine (9) months post procedure the patient was admitted to the emergency department for a change in their level of consciousness. The patient was diagnosed with a cerebral vascular accident with symptoms of right sided facial droop, right sided weakness and dysphagia. Nineteen (19) days later the patient was discharged back to an assisted living facility on a medical regiment of coumadin.

Manufacturer narrative:
A3: sex - updated to male. B3: date of event - updated to account for date of stroke. B5: describe event or problem - updated to account for updated date of stroke.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of eliquis. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up procedure. The tee imaging showed that the closure device was positioned well and there were no issues. The patient was switched to a medical regiment of 75mg plavix and 162mg aspirin. Seven (7) months post procedure the patient was admitted to the hospital to be treated for urosepsis and aspiration pneumonia. While at the hospital the patient developed an acute cerebral vascular accident. No treatment or intervention was performed. One (1) month later the patient was discharged from the hospital on 5mg eliquis. Nine (9) months post procedure the patient was admitted to the emergency department for a change in their level of consciousness. The patient was diagnosed with a cerebral vascular accident with symptoms of right sided facial droop, right sided weakness and dysphagia. Nineteen (19) days later the patient was discharged back to an assisted living facility on a medical regiment of coumadin. It was further reported that the patient experienced an ischemic stroke on (B)(6) 2023 in addition to the previously reported ischemic stroke from (B)(6) 2023.